Event description:
Reportedly, the physician complained that during device replacement, one of the setscrews was very difficult to release. The device will be returned for analysis.

Event description:
Reportedly, the physician complained that during device replacement, one of the setscrews was very difficult to release. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the physician complained that during device replacement, one of the setscrews was very difficult to release. The device will be returned for analysis.